Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d8, h2, h3 & h6 the device was returned to olympus for inspection and the reported failure was not confirmed. The small intestine was burned. Based on the information obtained from this complaint and the investigation results, olympus was unable to identify any problems with the device. Complaint information shows that it is possible that the grasping section of the device became hot immediately right after output activation. This device might have touched the small intestine, causing the reported phenomenon. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic laparoscopic appendectomy procedure, the small intestine was burned using the subject device and there was a widespread white burn from the back tissue pad surface. Due to the risk of delayed perforation, a treatment that uses 3 stitches with thread was performed. The procedure was completed using a back-up device with no further reports of patient harm.